Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic for follow up, out of range, no capture issue was observed on the rv lead. Patient has atrial fibrillation. Some programming changes were made. Patient was presented for a follow up visit, after receiving a patient notification, loss of capture was observed on the rv lead. Patient did not receive any inappropriate or inadequate therapy during the no capture event. During the next follow up, chest x-ray was performed under fluoroscopy and lead was intact and under ultrasound observation pericardial effusion on the lead tip was observed. Physician suspects pericardial effusion issue could be related to cardiac tissue pathology issue. Programming changes were made. Patient was stable.